Event description:
Adverse event(s): "no pt harm/injury." (No consequence or impact to pt). Product problem(s): "dull knife." (Dull [knife]). A surgeon reported the knives in the reported lot were dull. Surgery was done on two different pts with two separate knives, but the knives were from the same lot and were reported to have been dull. There was no pt harm reported. There is one sample available and will be returned.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).